Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) that the patient experienced rashes caused by adhesive on island dressing, skin irritation and itching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).